Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The screen of the display is cracked and the middle of the screen does not display characters. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the pump was powered on with a blank display screen. Audible tones and vibration alarms were found to be functioning properly. The pump was opened and the display screen was found to be cracked. A test display screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.